Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2013-02108, 1225714-2013-02109.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to the same event involving the same patient; the associated manufacturer report numbers are 1225714-2013-02108 and 1225714-2013-02109.

Event description:
Additional information received alleged that the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.